Manufacturer narrative:
DHR review not possible because lot number not provided. It was not known if there was any device issues. The root cause of the reported peristomal wounds could not be determined. Only the di information of the UDI is know due to lack of lot number.

Event description:
It was reported that an end user who got his stoma 9 years ago has been experiencing periodic peristomal wounds for the past 5 to 8 years. It was reported he was prescribed nystatin triamcinolone cream for the affected area at that time and gets it refilled as needed. It was reported that he experienced peristomal sores with the current supply of the hollister new image barriers and used the cream. In addition, it was reported that this was not specific to a certain lot of production and he has since switched to a different hollister ostomy barrier sku and his skin has improved.